Manufacturer narrative:
(B)(4). One used device with the cord cut off was returned for evaluation. The activation button was also missing from the device. The jaws were not stuck shut. The handle was latched and unlatched with no problem. Due to the condition in which the sample was received, further functional testing of the device could not be performed. The customer is advised to return the device intact so that a full investigation can be performed. Covidien could not confirm or verify the cause of the customer's report.

Event description:
The customer reported that during a lower right salpingectomy, the device could not be re-opened while applied to tissue. The surgeon rejected the tissue adjacent to the jaws in order to remove the device from the tissue. There was no pt injury.